Event description:
It was reported the device was continuously activating.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: continuous activation. Probable root cause: design: all probes have a default power setting that is not the max power level of the console the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device was continuously activating.